Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear abrasion, weight to the specification, deformation and yellow particles. Cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation is an exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side implant was found to have a hole. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side implant was found to have a hole. Device has been explanted.

Event description:
Healthcare professional reported a left side implant was found to have a hole. Device has been explanted.